Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirmed the gas loss alarms in the logs. The fse also found 2 helium o-rings that were installed causing a small leak, and the valve was not tightened all the way. To fix the issue, the fse replaced the o-ring and reran the iabp passing the helium leak check. The fse also replaced a fiber optic connection which was damaged, and the batteries that were coming due for expiration. The fse then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an air loss alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.